Event description:
Arthro care multi vac 50 xl 3.0 mm (B)(4) arthro wand used during left hip arthroscopy. "A small metallic tip of the arthro care wand was broken off in the hip joint and unable to be found. Was working in the beginning of procedure and then stopped working. After inspection it was noted that one of the segments was missing." Diagnosis or reason for use: hip arthroplasty.